Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient professional reported a breast implant that deflated. Device remains implanted. This record represents the right side.

Event description:
Patient reported a deflation. Device remains implanted. This record is for the right side.